Event description:
Information was received that the generator for the patient is still unknown. The generator device information previously reported is for the device issue of "rust" captured in mfg# 1644487-2019-01773. No additional relevant information has been received to date.

Event description:
Follow up with the medical professional revealed that information was received from the autopsy and that the patient's death was not due to the vns.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient passed away due to an infection and not due to seizures. As the nurse reached out to report the death and the facility plans on obtaining data from the patient¿s vns, the relation of the infection/death and the vns is unclear at the time of the initial report. No additional relevant information has been received to date.